Manufacturer narrative:
Concomitant products. Cev2295a - hook 3pk n5 for hook handle; manufacture date ¿ no information; lot number ¿ no information; 510k number - k993655. (B)(4). Evaluation of the device indicates that there was no highlighted issue. The handle, and especially the distal screw thread, is within manufacturing specifications. Evaluation of the device indicates that the coating/insulation is slightly damaged. The screw thread is within manufacturing specifications. The damages on the coating/insulation are most likely due to the successive uses and reprocessing. The event most likely occurred as a result of incomplete attachment of the hook onto the handle. This device is used for therapeutic purposes.

Event description:
It was reported that intraoperative, the hook fell into the patient and was recovered. The customer also requested that the screw thread be evaluated and/or repaired. There was no injury reported as a result of this event.